Manufacturer narrative:
During a short functional and a visual inspection of the product prior to the repair it was found that the handpiece was running gritty and the values have been out of specification. It was also found that the cuck system was worn out causing a too low retention force to the inserted tools. After disassembling of the product, it got visible that the ball bearings have been worn out. This is the result of normal wear process. It got also visible that the cover nut of the back cap was worn out and the spring of the back cap was missing. This causes that the back cap could easily touch the inner spinning parts and hence getting hot. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. -> do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. ->never contact soft tissue with the instrument head or instrument cover the following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: >the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. > before each use, the contra-angle handpiece must be checked for external damage. > before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. > immediately stop using contra-angle handpieces that act unusual. > never press the push button during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly. (B)(4).

Event description:
During a call with the dental office the dental assistant said that on (B)(6) 2018 while adjusting a crown to tooth# 29, the patient was burned on inside lower lip towards right side. Burn diameter was about the size of the handpiece back cap. She said the doctor was using a mirror for retracting, but handpiece still touched the patient inside the lower lip. No ointment or medication was given to the patient for the burn.